Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that on an unspecified date the patient was hospitalized for a pump malfunction. Customer technical support (cts) made numerous attempts to follow up with the reporter and was unable to reach them to complete troubleshooting or gather more information. This complaint is being reported because the patient was allegedly hospitalized due to an unknown pump malfunction.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: the pump history showed that the pump was not in use between (B)(6) 2013 and (B)(6) 2014. The alarm history showed typical usage alarms. The pump booted to the verify screen with audible and vibratory features. The pump was exercised pump for 24hr duration period with no errors, alarms or warnings duplicated. A 10 u audio bolus and a 10u normal bolus were successfully performed and accurately recorded in the pump history. The total daily doses added up correctly and reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering accurately and within range. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.